Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e104 was caused by a component failure of the charged coupled device, and the tip of the rigid tube was scratched was due to component failure of the tip of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an error e104, component failure of the charged coupled device and the tip of the rigid tube was scratched. There was no patient involvement.